Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient (pt) wanted the device removed; they pt had a mammogram which came back negative so the healthcare provider (hcp) would like to do an MRI. The pt reported a loss or change in therapy, the device was not working and didn¿t know when the device stopped working. The pt stated they would follow up with healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Date of event is estimated. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she did not know the circumstances that led to therapy stopped working. She was trying to get into health care provider but was having trouble.